Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend would not cauterize. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no errors occurred when the instrument did not cauterize. There was a normal audible signal at the time of the failure. The seal cycle was completed with 3 fast audible tones with no tissue affected. There was no tissue cut that wasn't fully healed. There was no information available of the target tissue and no bleeding as a result of the instrument failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 and erbe generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal test but failed cut tests successfully. There were no failure logs displayed. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product, or other factors not directly related to the device. The instrument was found to have a dislodged knife cable guide from the proximal end. The guide is loosely placed in the proximal housing end. This causes the knife not to fully cut. The instrument is placed in the in-house system and passed engagement, recognition and seal test but fails cut test. This is due to the knife not erecting out fully. The logs showed no errors. Root cause attributed to component failure. The instrument was found to have a missing knife guide screw inside of the housing. The screw that attaches the knife cable guide is missing. As a result, the knife cable guide was loose. Root cause of this is attributed to manufacturing.